Manufacturer narrative:
The lens was returned in a biohazard bag in an alcon case. The lens was fully dehydrated and the biohazard bag was labelled with the ra #, diopter and model. No lenstec packaging components were received. Inspection was performed at 10x magnification under a stereoscopic microscope. The lens was cut in two across the optic. The lens was covered in what appeared to be salt crystals. The lens was hydrated and further inspection revealed that the lens was free of particles. Both haptics were intact and when the lens pieces were fitted together, a complete lens was formed. The cross-section of the cut was jagged and appeared to be a result of lens removal from the eye. No other defects were noted. A full audit of all batch documentation relating to the production of the lens was performed. The audit concluded that all procedures in manufacturing and packaging of the lens had been conducted correctly. Batch reconciliation was 100.0%. The medical monitor reviewed the case and indicates this was likely due to a surgical circumstance that the haptic was outside of the capsular bag and not related to iol manufacturing or quality. There was no evidence to suggest that any aspect of the lens was responsible for the surgical complication reported. Lenstec therefore concludes that the event was not caused by the lens design.

Event description:
Lenstec received an email stating "lens tilted and irritating the iris per md. Iol exchange needed".